Event description:
It was reported to tyco/kendall healthcare in 2001 that a monoject needle had become separated from the hub in a patient's mouth. The needle was easily obtained and removed. The product was discarded and a new one was used.